Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. The patient came in for their 45 day follow up transesophageal echocardiogram. The images showed that everything looked good and there were no complications. The patient was taken off of their oral anticoagulant medication and they were put on plavix and aspirin. At an unknown time a few weeks after the 45 day follow up, the patient came in for another procedure and it was discovered that there was a thrombus on the face of the closure device.